Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the touchscreen was unresponsive. The touchscreen is black and not functional. The customer's blood glucose (bg) level was 356 mg/dl. The customer would contact healthcare provide to obtain manual injections to address high bg and for insulin therapy.